Event description:
Customer reported eye splash with cidex opa. The customer was not wearing goggles at the time of the incident. The customer saw a doctor, and was prescribed tobramx eye drops as well as lubricating eye drops.